Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because the physician was unable to position it. The day after implant the physician tried to re position the lead and the screw would not retract after multiple placement attempts. No adverse patient events were reported. Should additional information become available, this file will be updated.